Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, downgraded to not reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic anterior resection procedure, the device misfired causing 2 holes in the bowel. When the specimen was removed there was a "hole next to the staple line" and also on the "colostomy end." This hole was then incorporated into the stoma. There was tissue damage as a result of this problem. There was a linear cut in the distal end of the specimen adjacent to the staple line. This was not felt to have affected oncological prognosis. A similar cut occurred in the distal colon after excising the specimen but this did not compromise the operation. The device had poor staple formation, leading to an incomplete staple line. Over sewing was done to resolve the issue. A new stapler and reload was used in order to complete the case. No patient injury.